Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events of rupture and capsular contracture was received on july 22, 2025, with lot number 1680760. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and stress marks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted and replaced.